Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was over 450 mg/dl. Customer also stated that they received low battery notification and insulin pump was shut off. Customer was assisted for troubleshooting and customer unable to verify alarms history. The insulin pump will not be returned for analysis.